Event description:
MDR filed previously under # 3007666314-2017-00015. This is a follow up report to add that a lead revision was done to address the tugging sensation, and that the other issues resolved with out intervention, and that there root cause was determined to be therapy acclimation. This MDR report number is 3007666314-2017-00015-1.

Event description:
Two (2) months post implant (1 month post therapy activation) patient reports periodic instances of slurred speech. In particular following periods of time when he has not spoken for a while. No medical intervention has been sought at this point.